Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned. The physician determined from an x-ray that the lead had lost slack. The device had migrated down in the pocket causing the leads to lose slack. The device was re-anchored in the pocket and the leads were both repositioned. Following the repositioning of the device and leads, all sensing and threshold measurements were normal. No further adverse patient effects were reported.

Manufacturer narrative:
At this time there is no additional information available. If additional information becomes available the event will be updated.